Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and three months following the implant of this transcatheter pulmonary bioprosthetic valve, a second transcatheter pulmonary bioprosthetic valve was implanted. The reason the second valve was implanted was not provided. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The common probable cause for stenosis is due to pannus overgrowth. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the second valve was implanted valve-in-valve due to stenosis. If information is provided in the future, a supplemental report will be issued.